Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-04. H6: investigation summary . Bd received one unit within opened packaging from ref. (B)(4), lot 9361362. During the visual/microscopic examination it was observed that traces of dried media were present and the needle was partially retracted confirming the reported defect. Further examination revealed that the spring appeared to be getting caught within the hub which prevented full retraction. Although no quality issues were identified during the manufacturing process, the defect is likely related to the spring winding process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a insyte autog bc pnk 20ga x 1.0in would not retract the needle after use. The following was reported by the initial reporter: "it was reported that the needle did not retract. Per response email: the patient was not impacted at all. There was no change/delay to treatment. There was no needle stick injury. The bd product is 382533 and lot# 9361362 . I do have the product in the original package, placed in a biohazard bag I can sent your way as requested for evaluation. Per complaint form: on 11/2/2020, pacu ( post op) was using a bd insyte autoguard bd ndl. 20ga x 1" mfg. # 387533 l# 210081. Lot #9361362, and the needle didn't retract. They saved the packaging and I have it in my office. Who do I report this to ? And do you need more info. ? Because I'm not clinical, I can only repeat what I hear. Let me know if you need more details.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a insyte autog bc pnk 20ga x 1.0in would not retract the needle after use. The following was reported by the initial reporter: "it was reported that the needle did not retract. Per response email: the patient was not impacted at all. There was no change/delay to treatment. There was no needle stick injury. The bd product is (B)(4) and lot# (B)(4). I do have the product in the original package, placed in a biohazard bag I can sent your way as requested for evaluation. Per complaint form: on (B)(6) 2020, pacu ( post op) was using a bd insyte autoguard bd ndl. 20ga x 1" mfg. # 387533 l# 210081 lot #9361362, and the needle didn't retract. They saved the packaging and I have it in my office. Who do I report this to. And do you need more info. Because I'm not clinical, I can only repeat what I hear. Let me know if you need more details."